Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated insulin pump had crack from bottom of the battery compartment side to the top then from side to side. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump was returned for pump error 4 and pump error 63 alarms found on sep 13, 2021. In addition, customer alleges pump has cosmetic damage at back of pump (cracked). Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. No pump error 4 or pump error 63 alarms noted during testing. However, the history/trace download confirmed pump error 4 and pump error 63(variable=15) alarms on 09/13/2021 at 5:14pm. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratched case, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Pump error 4 and pump error 63 (variable=15) alarms confirmed in the pump history/trace files on 09/13/2021 at 5:14pm due to possible hardware error as per global logic analysis (esf #3848575). Problem isolated to electronic assemblies. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted.